Manufacturer narrative:
Patient was contacted by philips more than three (3) times to request return of the affected charger for investigation, and, to date, the charger has not been returned. Product manufacturing records were inspected and no contributing factors were identified. Investigation concluded that the charger damage is likely related to repeated insertion and removal from a wall outlet over time. However, there was insufficient information to determine a definitive root cause.

Manufacturer narrative:
Patient was contacted by philips to request return of the allegedly damaged power cord for evaluation. Investigation remains open at this time as the patient has indicated intent to return the affected power cord, but it has not yet been received.

Event description:
Patient contacted customer support to allege that the power cord for their biotel blood glucose meter was damaged. The patient alleged that the prongs separated from the wall adapter as it was being removed from a wall outlet. The prongs remained plugged in and had to be removed separately. There was no allegation of injury, and no medical attention was required.